Event description:
Pt was implanted in 2007 with monarc sling; reports that immediately after the surgery she began having bladder infections, non stop ongoing vagina pain, burning, pressure, erosion, obturator nerve pain on right groin side. Extreme pain during sex.